Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular (rv) lead, the patient experienced diaphragmatic stimulation. It was noted that the rv pacing outputs were turned down, which resolved the stimulation. Then, rv loss of capture was later noted and a lead perforation was being questioned. The patient underwent an x-ray, and there was no evidence of a perforation, instead, it appeared as though the lead had pulled back. A revision procedure was; therefore, performed. During the procedure, the lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.